Manufacturer narrative:
.

Event description:
It was reported that high, out of range pacing lead impedance and high capture threshold were observed. The physician elected to replace the competitors lead. The new lead measurements were normal when tested through the system analyzer, however, when connected to the device the high impedance and high threshold returned. The patient is dependent and is hospitalized. No further information regarding the resolution is available at this time.

Event description:
New information received indicates that the device was explanted. No further information is available.